Event description:
It was reported that the patient was to undergo a spinal cord stimulation (scs) lead implant procedure. The procedure began with the administration of analgesic sedation, followed by fluoroscopic imaging. During the lead placement, the patient experienced syncope and stopped breathing. Spontaneous breathing did not return; therefore, the lead and insertion needle were removed. The patient was positioned supine, intubated, and provided anesthetic treatment. Once stabilized, the procedure was concluded with proper wound closure and disinfection. The patient was released from the hospital a few days later. It was unknown if any pre-existing medical condition could be attributed to this incident. The patient was referred to a pulmonologist to check her allergy status.

Event description:
It was reported that the patient was to undergo a spinal cord stimulation (scs) lead implant procedure. The procedure began with the administration of analgesic sedation, followed by fluoroscopic imaging. During the lead placement, the patient experienced syncope and stopped breathing. Spontaneous breathing did not return; therefore, the lead and insertion needle were removed. The patient was positioned supine, intubated, and provided anesthetic treatment. Once stabilized, the procedure was concluded with proper wound closure and disinfection. The patient was released from the hospital a few days later. There was no pre-existing medical condition that could be attributed to this incident. The patient was referred to a pulmonologist to check her allergy status. The device was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block b5 and h6: patient code, impact code. The lead was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. A review of the manufacturing records indicated that the device was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review of the linear 3-4 lead 70 cm was completed and confirmed that the event of respiratory arrest was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk-benefit for the product. With the available information (in the absence of the product return), boston scientific concludes that respiratory arrest during the procedure is a known inherent risk, as identified in the products risk analysis.